Event description:
It was reported via repair work order that the wheel could detach from the cot due to a missing nut on the wheel assembly. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.